Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2018 a patient (pt) from (B)(6) called to report od discomfort after wearing the acuvue® 2® brand contact lens 4 ¿ 5 hours on (B)(6) 2018. Pt experienced redness the following day. Pt went to an eye care provider (ecp) and was diagnosed with keratitis. The pt is a new wearer. (B)(6) on (B)(6) 2018 a call was placed to the pt who provided additional information: pt reported wearing the suspect lens on (B)(6) 2018 and experienced discomfort on (B)(6) 2018. Pt went to ecp on (B)(6) 2018 and was diagnosed with keratitis. Pt was prescribed ofloxacin eye drops 5 times daily and advised the od was better currently. On (B)(6) 2018 a call was placed to the pt who provided additional information: pt reported the od is no longer painful, but still has redness. Pt discontinued the eye drops 2 days ago and stated there is no need for further treatment. Pt visited the school clinic for the event and no medical report was provided. No additional information has been received. The suspect lens was requested for evaluation, but has not yet been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l0039mh was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
Two lenses were received in a lens case. The parameters of the two lenses were measured and a visual inspection was performed. The lens met company standards for base curve, center thickness, and diameter. No visual attributes were observed. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings. Evaluation codes: code 10 - testing of actual/suspected device. Code 213 - no device problem found. Code 67 - no problem detected.